Manufacturer narrative:
B4: (B)(6) 2021. A philips service engineer (se) traced the issue to a deteriorated battery. It was identified that the battery's manufacture date is 2013-12-2, which is past its replacement interval per the v60 service and user manual. The se recommended the replacement of the lithium-ion battery however, the customer declined the replacement.

Event description:
It was reported to philips that the device had a faulty battery. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.